Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and abdominal pain ("cramping"). The patient was treated with surgery (removed essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaints. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including migration of implant (understood as device dislocation) and heavy bleeding (understood as genital bleeding). On (B)(6) 2016, she underwent surgery and essure was removed. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: peritoneal cavity") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included condom. Concomitant products included cilest (orthocyclen) for birth control as well as fluconazole (diflucan), medroxyprogesterone (depo provera) and minocycline hydrochloride (minocin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and uterine pain ("uterus pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal distension, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and uterine pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) on (B)(6) 2011, hysterosalpingogram resulted in unilateral occlusion (right tube occluded) and healthcare provider adviced one essure device has migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition were added. Events uterine pain, urinary tract infection, cystitis, menorrhagia and vaginal haemorrhage were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: peritoneal cavity") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included condom, retroverted uterus and overweight. Concomitant products included cilest (orthocyclen) for birth control as well as fluconazole (diflucan), medroxyprogesterone (depo provera) and minocycline hydrochloride (minocin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), uterine pain ("uterus pain"), libido decreased ("decreased libido"), female sexual dysfunction ("apareunia"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and back pain ("low back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal distension, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, uterine pain, libido decreased, female sexual dysfunction, depression, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage, bacterial vaginosis and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, bacterial vaginosis, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, libido decreased, menorrhagia, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: palpable coil was noted. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) on (B)(6) 2011, hysterosalpingogram resulted in unilateral occlusion (right tube occluded) and healthcare provider advised one essure device has migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Concomitant disease, lab data were added. Updated suspect drug indication. Events decreased libido, apareunia, depressed, dysmenorrhea, vaginal discharge, weight gain, bacterial vaginosis and low back pain added from pfs. Events onset date updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and abdominal pain ("cramping"). The patient was treated with surgery (removed essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia and genital haemorrhage to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including migration of implant (understood as device dislocation) and heavy bleeding (understood as genital bleeding). On (B)(6) 2016, she underwent surgery and essure was removed. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.